Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1604305) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, the reported event may have been caused by an over-tamping, potentially contributing to a portion of the sealant being stuck to the device components while the device was being removed out from the patient's tissue tract. The mynx instructions for use, for deploying the sealant, instructs users to "gently advance the advancer tube until single marker is fully visible and then hold in place for up to 30 seconds." Then "lay the device down for up to 90 seconds." If the tamping tube is pushed too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube resulting in the sealant following the advancer tube out from the patient's tissue tract during removal. Additionally, if proper position of the tamping tube was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. The reported hematoma may have been caused by the sealant not being delivered successfully; however, without the return of the device, the reported event could not be confirmed and the root cause could not be conclusively determined. Should additional relevant information become available, a supplemental medwatch report will be filed.

Event description:
It was reported that when the mynxgrip device was removed from the patient, a portion of the mynx sealant was noted to be stuck to the device. A hematoma of 6 cm or less was also observed when the device was removed from the patient. The device was being used in conjunction with a 6f procedural sheath for arterial closure following an interventional peripheral procedure. Manual compression was applied for 10 minutes to achieve hemostasis and resolve the hematoma. The patient was noted to be doing well and hospitalization was not prolonged as a result of the event.